Event description:
Literature: borowski a, littleton ag, borkhuu b, et al. Complications of intrathecal baclofen pump therapy in pediatric patients. J pediatr orthop. 2010;30(1):76-81. Summary: this article presents a retrospective review of the entire consecutive series of pediatric patients treated with intrathecal baclofen (itb) and pump implantation between 1997 and 2006 at one hospital. The aim of the study was to investigate and evaluate complications of itb pump implantation and maintenance in children with cerebral palsy and report the subjective options of parents/caregivers on the children. The 174 patients with a diagnosis of spastic cerebral palsy were included in the study. Reportable event: nine catheter replacements occurred for catheter breaks.

Manufacturer narrative:
(B) (4)